Event description:
Reference MDR number: 1219856-2012-00265 for the first event involving the same pt. It was reported that the event occurred while in the intensive care unit. During removal, difficulty was met since the blood had coagulated inside the iab. Resistance was met and resulted in the tip of the iab to be torn off. As a result, they were successfully able to remove it completely by using forceps. No other iab was inserted as the pt was in weaning and did not need further support. There was no report of pt death, complications or injury. No medical/surgical intervention was required. There was a delay or interruption in therapy since they finished intra-aortic balloon pump (iabp) therapy early with no harm to the pt. The pt outcome is okay. It was noted that the iabp used was iap-0500, s/n (B)(4).

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.